Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09115. It was reported a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system was positioned in the laa and a 27mm watchman laa closure device and delivery system was advanced. The closure device was deployed and the patient¿s blood pressure decreased. Echocardiogram revealed a pericardial effusion and the patient experienced tamponade. Pericardiocentesis was performed; however this did not relieve the symptoms. The device was released and the patient underwent surgery. It was noted during surgery that it appeared the device feet may have pierced the appendage. The device was removed and the appendage was repaired.